Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy. Patient's therapy was turned off for a knee replacement (unrelated to device/therapy) so they turned it back on. When they turned their device on, patient experienced the same kind of dribbling down their leg like before. Patient is having difficulty using their patient programmer (pp) to show therapy settings. Pp use was reviewed and the patient saw a poor communication message. Issue was resolved after changing batteries and was able to successfully sync. Patient feels stimulation sensation a little bit, but then it will go away. Patient doesn't know if it is on or off. It was reviewed that therapy is on because the pp is showing the stim on icon. Amplitude was increased to 2.0v and stimulation sensation was comfortable to the patient. It was recommended that the patient monitor their urinary symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.